Event description:
It was reported that the patient ams 700 preconnected implant was removed and replaced with a new one due to a broken pump tubing. Additional information received stated the breakage caused inflation/deflation issue because impossible for fluid to get into one of the cylinders.